Event description:
During treatment with te 3100a, the pt was disconnected to give medical rx. When reconnected to the 3100a, users reported they could not get vent to start. The pt was placed on another 3100a without compromise.